Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were identified.

Event description:
The account alleges that during the procedure, the tip of the catheter broke and had gone to the popliteal and peroneal artery. While snaring the tip, it broke into several pieces. Thrombolysis was needed to remove the catheter tip from the peroneal artery.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.